Event description:
During placement of a gastrostomy tube, the physician selected a cook endoscopy flow 20 percutaneous endoscopic gastrostomy set - push. The wire guide was advanced through the abdominal incision site and into the stomach. The snare was advanced through the endoscope and used to grasp the end of the wire guide. The snare and endoscope were used to pull the wire guide through the stomach, eventually exiting the pt's mouth. The wire guide was badly kinked. The kink caused difficulty advancing the feeding tube over the wire guide. The kinked portion of the wire guide was removed by cutting the wire guide, the wire guide began to unravel. Due to unraveling of the wire guide, further cutting of the wire guide was necessary for advancement of the feeding tube. A section of the device did not remain inside the pt's body. The pt did not require any additional medical procedures due to this occurrence. The only adverse effects reported due to this occurrence is a longer procedure time. Serious injury was not reported regarding this occurrence.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. The customer returned unused products from various lot numbers to be evaluated as part of the complaint investigation .the devices were returned to cook endoscopy on august 17, 2010. One wire guide from each lot returned has been returned to our approved wire guide supplier to evaluate the product . We have not yet received the evaluation results from the approved wire guide supplier. A follow-up MDR will be submitted upon receipt of the eval results. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. Unraveling and kinking of the wire guide can occur if the snare is severely tightened onto the wire guide. If the snare and wire guide are pulled with snare in this position, this could contribute to the reported wire guide damage. The instructions for use caution when using a snare to grasp the wire guide at the needle cannula, do not tighten the snare further after removal of the inner needle cannula as this may interfere with passage of the wire guide. Cutting the wire guide is the most likely contributor to unraveling of the wire guide. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push devices are subjected to an inspection for device integrity. A visual examination of all components is performed. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was mfg prior to implementation of this corrective action. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.